Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when he inserted both (2) 511sd trocars the locking mechanism would disengage and the blade shield would cover the blade prior to entering abdomen. The case was completed without incidence with the subject trocars. There was no consequence to the pt.